Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid (hydromorphone) (5.0 mg/ml at 1.3039 mg/day) via an implantable pump for non-malignant pain. An examination was performed on (B)(6) 2016, and the patient reported worsening pain. The patient felt that the pump was not controlling their pain adequately. A personal therapy manager (ptm) was initiated, and a caudal injection was performed the same day. The clinical diagnosis was inadequate pain control. Another examination was performed on (B)(6) 2016; the patient was unhappy with their current regimen. The pump was not adequately managing their pain. A 20% increase in medication was performed the same date. A catheter access port (cap) contrast study was performed on (B)(6) 2016; the catheter was patent, there was no evidence of a leak, and the tip was at t8-t9 intrathecally. A 10% increase in medication was performed the same date. An examination was performed on (B)(6) 2017 ; the patient felt like they were not getting further benefit from pump therapy. They wanted to discuss a possible change in medications. A 20% increase in medication was performed the same date. The event was possibly related to the device/therapy. The event was not related to the implant procedure. The event was possibly related to the drug (hydromorphone). The drug action that caused the event was noted as ¿increase dose.¿ the event was ongoing. Additional information was received from a healthcare provider (hcp) on (B)(6) 2017 indicating the pump was reprogrammed (increased) and bupivacaine was added to the pump regimen as of (B)(6) 2017. On (B)(6) 2017, the pump was reprogrammed with a 20% pump increase and the patient reported there had been no improvement after the (B)(6) 2017 change in regimen. Additional information received from a healthcare provider via a clinical study reported the patient was examined on (B)(6) 2017 and the hcp recommended pump check but the patient declined at that time. The pump was reprogrammed on (B)(6) 2018 and the pump medications were changed at the time of the refill. Additional information received from a healthcare professional (hcp) via a clinical study indicated the entire system was surgically explanted/not replaced on (B)(6) 2018. Device disposition was disposed of according to biohazard instructions. The outcome of the event resolved without sequelae on (B)(6) 2018. No further compilations were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study the cause of the inadequate pain relief was not determined. The patient's baseline weight was (B)(6).